Event description:
The physician attempted an arteriotomy closure using two starclose devices after an unknown procedure. The devices were difficult to remove and the physician attempted to remove them, unsuccessfully, using "gentle pressure". He decided against applying more pressure and the devices were removed by surgical cut-down. Closure was achieved with surgery. The patient had no complications and was discharged as expected. No additional information is currently available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The device was not returned, however, the lot number was provided. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant information.